Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer via the representative reported the patient received a shock on the date of the call ((B)(6) 2016). There were no external/environmental/patient factors that may have led or contributed to the issue. The patient had called the physician's office, but was told it as not likely device related. The patient was advised to turn the stimulator off if she was concerned about the shock happening again. The patient refused to turn the device off. It was unknown if the issue was resolved at the time of report. No surgical intervention had occurred and no surgical intervention was planned. The consumer reported a painful shocking sensation that "hurt all of a sudden." The patient was trying to increase the amplitude when it was on 4v to 4.2v, but when she went to push a button on the patient programmer, she suddenly felt like she had a current in her body. The patient was wondering if there was something wrong with the patient programmer. The patient indicated the amplitude had changed by itself on the patient programmer and that's when she felt the strong shocking sensation. The patient was no longer experiencing the shocking sensation. It had only occurred for a couple seconds and then it went away. Troubleshooting involved having the patient sync with the implantable neurostimulator (ins) and confirming the patient programmer was functioning correctly. It was noted no trauma/falls were reported that could be related to the issue. The patient had the device checked by the physician a couple weeks ago but the patient would follow-up with the doctor. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.